Manufacturer narrative:
Unit was received with missing retainer and reservoir tube o-ring. Unit was also received with cracked keypad overlay at select button, minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was broken at the reservoir connection. The insulin pump was also missing the transparent plastic guard and the o-rings. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.